Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, # (B)(4), was included in the recall.

Event description:
Procedure performed: ni. Event description: ca500 would not fire when handle was squeezed. No clips would load into the jaws. Clips would sometimes shoot out of the device jaws. A new clip applier was used to complete the case. No patient injury occurred. Product is not returning. Additional information received on 13nov2023 via email from [name], account manager: "I verified with these accounts the different incidents. Not every clip applier was used in surgery, due to previous malfunction instances, the hospital had urged the surgeons to test the clip applier outside of the patient first during surgery. They were testing to make sure proper activation was occurring and they found that it had not with the specifics lots that I provided." Patient status: no patient injury occurred. Intervention: a new clip applier was used to complete the case.

Manufacturer narrative:
The event unit is not anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: ni. Event description: ca500 would not fire when handle was squeezed. No clips would load into the jaws. Clips would sometimes shoot out of the device jaws. A new clip applier was used to complete the case. No patient injury occurred. Product is not returning. Additional information received on 13nov2023 via email from [name], account manager: "I verified with these accounts the different incidents. Not every clip applier was used in surgery, due to previous malfunction instances, the hospital had urged the surgeons to test the clip applier outside of the patient first during surgery. They were testing to make sure proper activation was occurring and they found that it had not with the specifics lots that I provided." Patient status: no patient injury occurred. Intervention: a new clip applier was used to complete the case.